Event description:
(B)(4).

Manufacturer narrative:
The event information received by lsi solutions regarded mitral valve replacement surgery involving the cor-knot elite technology reported, "per the operating room circulating rn: the device frayed and cut prior to the surgeon intending it to do so." They reported no harm to the patient. Two cor-knot elite devices along with a titanium fastener crimped onto suture were returned to our facility; they were decontaminated using routine protocol and evaluated by a senior engineer. One device performed within normal limits except it s purple lever did not spring back to its fully forward position without manual assistance. The second device performed as designed with no problem found. Both returned devices provided above usp standard knot strength. The finding does not interfere with either the device's ability to crimp the titanium fastener or to trim suture. The returned know appeared well formed and without any indication of discernible problems. The device's spring mediated lever return is not required for its intended use to crimp the titanium fastener and trim suture. All functional testing of both returned devices confirmed otherwise appropriate function as designed including excellent knot strength and consistent suture trimming. The investigation findings reveal one slightly sticky device and a fastener with suture, which may have been pulled out because the lever did not fully release prior to the device being pulled away from the patient. No patient harm occurred. Further hands-on training for the surgeons a this facility is planned.